Manufacturer narrative:
This report is for an unknown set screw/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020 the patient underwent a posterior spinal fusion in the occipital bone treating spine injury. The procedure was successfully completed without surgical delay. Also, medical follow-ups showed no issue. On an unknown date in (B)(6) 2021 a halovest was removed from the lesion. On (B)(6) 2021 it was found that the screw had been loose. The patient underwent a revision on the same day without further issue and showed recovery. On (B)(6) 2021, the patient had medical follow-up, and it was found that the setscrew had become loose. Patient underwent the second revision on (B)(6) 2021. No further information provided. (B)(4) captures the first revision performed on (B)(6) 2021 wherein the screw had been loose. This report captures the second revision performed on (B)(6) 2021 wherein the setscrew had become loose and (B)(4) captures the intraop event that during revision the transverse connector was broken. This report is for (1) unknown set screw. This is report 1 of 1 for complaint (B)(4).